Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and electrical evaluation of the returned device. Visual analysis of the returned sample revealed reddish material inside the pebax area of the device. An electrical test was performed, and the catheter failed; no electrical readings were observed on the electrode. A failure analysis was performed, and the catheter was dissected on the tip area; the electrical wire was found broken, causing the improper electrical signal. Scanning electron microscope (sem) analysis results showed evidence of mechanical damage and a hole on the pebax surface. The object that causes the damage is unknown. No other anomalies were observed. The root cause of the pebax damage cannot be determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (af) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the af operation, the signal interference noise was observed on all ECG (intracardiac (ic), body surface (bs)) channels. A second catheter was used to complete the operation. There was no adverse event reported on patient. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, the complaint device was inspected and a reddish material was observed inside the pebax. Scanning electron microscope (sem) analysis was done on (B)(6) 2021 and a hole was found on the pebax surface. This finding of a hole in the pebax is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on (B)(6) 2021 and reassessed it as MDR reportable.